Event description:
It was reported that the patient underwent a knee replacement approximately 19 months post implantation due to migration and pain. It was reported as part of a retrospective study, that the patient had suffered from malalignment of tibia component that caused external rotation of lower leg and pain. No other contributing factors other than the malalignment led to the revision.

Manufacturer narrative:
(B)(4). Date of birth: 1961. Report source: foreign - denmark. Concomitant medical products: 00599401492 - femoral component option for cemented use only size d right - unknown. 00599403012 - articular surface with locking screw size yellow/c,d 12 mm height for use with femoral c,d - unknown. 4732501165-1 - optipac-s 80 refobacin rev - a440a18098. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.